Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03940. The edwards commander delivery system with sapien 3 valve was not returned for evaluation. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of a work order was performed and revealed no other complaints relating to the complaint codes. During the manufacturing process, visual inspections and tests are performed throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests performed during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use (IFU) for the commander delivery system with s3u, device preparation and device training manuals were reviewed. Per the IFU precautions for the delivery system: do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g. Kinked or stretched), or the expiration date has elapsed. Close stopcock to delivery system and rotate inflation device knob clockwise to remove any remaining air bubbles and contrast medium from inflation device to luer lock syringe to achieve appropriate volume required to deploy thv. Per procedural training manual precautions: if delivery system balloon bursts or leaks during deployment without thv embolization. Visually inspect all the components for damage. Ensure the edwards delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Carefully remove the distal balloon cover from the delivery system. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The risk of a balloon burst, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to deploy the thv. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with the inability to inflate the balloon. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. As reported, "the first commander delivery system balloon ruptured at the very end of the deployment and the second balloon was inserted more ventricular to avoid narrow stj of 24.5 mm. The second balloon ruptured near the end of deployment". It was reported that patient had calcification in the stj. Presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the additional volume +2cc that was added to the balloon could have possibly led to the balloon overinflating. Subjecting the balloon to pressures high enough to cause the balloon to burst may have led to the reported complaint event. The complaint for "general risks - failure - balloon burst" was unable to be confirmed as neither applicable imagery nor device was returned. Therefore, a complaint history review is not required. Since the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A review of DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Available information suggests that patient factors (stj calcification) and/or procedural factors (over-inflation of balloon) likely contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Therefore, no corrective or preventative action (CAPA) nor pra is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-xxxxx. (MDR# 2021-11443-01). Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, post deployment of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the first commander balloon ruptured near the end of deployment. The second commander balloon was prepped and inserted to post dilate. There was no report of any injury to the patient.